Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Suggested component code: mechanical (g04) ¿ femur. D10: 00598605701 ln 60475169 nexgen. Unknown art surface. D4: attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 20 years post implantation due unknown reasons. Attempts to obtain additional information have been made; however, no more is available.